Manufacturer narrative:
Continuation of d10: product ID: a820, lot#serial#: unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a clinical study regarding an external device to an implantable pump infusing an dilaudid (hydromorphone) and bupivacaine via an implantable pump for unknown indications for use. It was reported that the patient had difficulty with activating the personal therapy manager (ptm). The progress of the bolus delivery pauses at 90% taking several minutes to deliver a bolus. It was reported that the ptm communicator does not power off. The th90t01 model ptm was replaced with an older, 8835 model ptm.